Event description:
On (B)(6) 2008, the pt reported she has noticed air bubbles in the cartridge and luer lock of her insulin infusion device. She stated she uses room temperature insulin to fill her cartridges and does not notice any bubbles at the time of filling, but does see them within 24 hours of changing the cartridge. She said she does not prime the air bubbles out of the cartridge but does constantly check to make sure there are no air bubbles in her tubing. The pt was advised to move the piston rod on her infusion device forward before inserting the filled cartridge. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.